Event description:
It was reported that during the initial implant procedure, the lead was unable to be fully inserted into the right atrial port of the device header. The device was not implanted and was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to connect leads to header was not confirmed. The device was received with normal lead insertion and removal. Visual inspection was performed to assess the header and its connectors, no foreign material nor anomalies were found that would potentially cause lead insertion/removal difficulty. Atrial connector port dimensions were measured and found to be within specification. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issue.